Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the customer experienced hypoglycemia and then customer¿s mother called the emergency medical service on (B)(6) 2019 because the customer was lying on the bed and had foam in his mouth. The customer was admitted to the hospital on (B)(6) 2019 after getting emergency medical service. Blood glucose level of the customer was 20 mg/dl when emergency medical service arrived. It was stated that the customer got overdosed with the insulin accidently. The customer was treated with the glucagon shots, gel, orange juice with sugar in it and honey.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 20mg/dl. Customer also stated that belt clip was broken. Customer stated that they were a low because she had an infection. Customer did a self test on the insulin pump as well and no troubleshooting done on insulin pump. The device will not be returned for analysis.